Event description:
It was reported that the bur started to smoke and turn brown during a posterior cervical procedure. It was further reported that it took 3 burs before the bur was able to make its cut. No adverse consequences were reported.

Manufacturer narrative:
A number of burs which were subject to this complaint were returned for eval. They were examined and found to be within specification requirements. However, further investigation indicated a deficiency in the design specification to specify the relief start position. This issue has since been addressed and a new specification put in place.